Event description:
Elderly female with recent blurred vision and paresthesia. Procedure: CT head. Scan cow (circle of willis)/carotid and timing bolus was faint and hard to determine on screen. Observation in scan room identified minimal amount of contrast got to patient, the majority of the contrast was on the floor. Leak of contrast from tubing site or connection unidentified. Patient received a reload of contrast and an additional 20cc and administered another timing bolus. No known harm to patient but delay in patient care. Manufacturer response for injector and syringe, angiographic, fastload cta dual syringe pack (per site reporter), will obtain.